Manufacturer narrative:
Sensor 0m000ajg4mh has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Accuracy test was performed, and results were within specification. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Sensor kit expiration date is 31-dec-2020. The medical event associated with this case occurred on 07-nov-2023 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. Issue is not confirmed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc device. Customer received a sensor scan of 114/ mg/dl but felt unwell with symptom of nausea. The customer presented to the hospital where a healthcare meter reading of "900" was obtained and the customer was placed in the intensive care unit. A healthcare professional administered treatment of insulin (oral, dose/type unknown), rosuvastatin tablets, farxiga, lupafin, olmesartan, lantusxr note solo star, and apidra note solo star for the diagnosis of diabetic ketoacidosis. There was no report of death or permanent impairment associated with this event.